Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Six heli-fx endoanchors were implanted in the patient for the endovascular treatment of a proximal type I endoleak from another manufacturer¿s stent graft. It was reported that, approximately 2 years and 10 months post index procedure, the patient expired. The cause of death was assessed by the investigator to be unknown. No additional clinical sequelae were reported.